Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a flo-gard infusion pump that does not turn on was confirmed and reproduced during product evaluation. An inoperative front panel keypad was identified as the assignable root cause for the failure of the keypad. The front panel keypad was replaced as per service manual to fix the reported condition.

Manufacturer narrative:
(B)(4). The service history review revealed that the device has been previously sent into service for preventative maintenance. During previous service on 5/5/2009 and 5/16/2011, the batteries were replaced.